Manufacturer narrative:
The baxter technician found the gci and cables needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance examine the motors for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the gci and cables to resolve the reported event. Based on this information, no further action is required.

Event description:
A other health care professional contacted technical service to report that progressa frame when the bed is in the lowest position, the bed rises by itself without human intervention. There was no patient/user injury, medical intervention, symptom, or adverse event reported. It was unknown if any second device was also involved.